Event description:
This is filed to report unintended movement an clip jumping it was reported this was a mitraclip procedure to treat degenerative functional regurgitation (mr) with a grade of 4+. The clip was inserted and placed on the valve. However, during the second establishment of final arm angle (efaa), after removal of the lock line, it was observed the clip jumped opened to roughly 40 degrees. The clip remained stable; therefore, the clip was deployed. Two additional clips were deployed, reducing mr to a grade of 1. There were no adverse patient effects and no clinically significant delay in the procedure. No additional information was provided.

Manufacturer narrative:
The device was not returned. A review of the lot history record revealed no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no similar complaints from the lot. All information was investigated and based on information provided and without the device to analyze, a cause for the reported unintended movement (clip open ¿ establish final arm angle/efaa) and clip jumping open could not be determined. There is no indication of a product issue with respect to manufacture, design, or labeling.